Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported event. Failure event observed during analysis. As received only the connector portion of the lead was returned in one piece. Visual examination found full breach insulation degradation adjacent to the connector boot. All the other anomalies noted were isolated to procedural damage.